Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4). Approximate age of device - 13 days. (Calculated from the date when the system controller was issued to the patient). The device was returned for analysis and a preliminary evaluation has been completed. The full evaluation has not yet been completed. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient's system controller had a blank screen and had caused the power module to alarm and stop. The system controller was attached to a second power module and the same thing happened. The patient was asymptomatic, no pump stoppages reported and the parameters remained all within normal limits during this time, however, based on the investigational findings from the returned system controller, damage to an electrical component on the printed circuit board and to the printed circuit board itself were identified.